Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that, lens was explanted due to presumed calcification. Additional information has been requested and has not been received.

Manufacturer narrative:
The lens was not available for evaluation. A lot number was not reported, therefore a device history record (DHR) could not be performed for this device. Three major types of calcification have been previously described. The primary form refers to calcification is caused by factors inherent to the iol design or material. The secondary form refers to deposition of calcium onto the surface of the iol caused by environmental factors (e.g. Changes in the aqueous surrounding the implanted iol associated with pre-existing or concurrent diseases, or due to additional surgical intervention). By definition, it is not related to any problem with the iol itself. The third form is a false-positive or pseudo-calcification in which other pathology is mistaken for calcification or false-positive staining for calcium occurs. Based on the current information the exact root cause of the observed calcification could not be conclusively determined.

Manufacturer narrative:
A lot number was not reported, so a device history record (DHR) review could not be performed for this device. The lens is in a dried condition. Both haptics are attached to the optic. The optic has a cloudy white appearance in the center and some areas with an orange peel appearance. The optic had a cloudy white appearance in the center and some areas with an orange peel appearance. A chemical stain test was performed that confirmed the presence of calcium throughout large areas of the lens. The cause of the calcification phenomenon is multi-factorial. Three major types of calcification have been previously described: the primary form refers to calcification due to issues inherent to the iol. The secondary form refers to deposition of calcium onto the surface of the iol most likely due to environmental circumstances (e.g. Changes in the aqueous surrounding the implanted iol associated with pre-existing concurrent diseases). By definition, it is not related to any problem with the iol itself. The third form is a false-positive or pseudo-calcification that refers to those cases in which other pathology is mistaken for calcification or false-positive staining for calcium. Based on the information provided, the exact root cause could not be determined. Lens calcification is a known procedure complication for this type of lens.